Event description:
Caller reported an issue with incorrect time settings on the pump, which did not affect blood glucose levels. Customer technical support assisted the caller in updating the pump time and advised monitoring if discrepancies greater than five minutes recur. Caller understood instructions and agreed to follow up if necessary.